Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed as the reported issue could not be reproduced. One 20g x 0.75in miniloc infusion set was returned for evaluation. An initial visual observation revealed use residue in the sample, and the safety mechanism was observed to be engaged. A functional test of flushing and pressurizing the device with water using a 12ml syringe was performed. No leaks were observed during functional testing. This complaint could not be confirmed as no issues were found with the sample during testing. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that port was accessed. During flush procedure, tubing noted to be leaking (near the flush, not near the needle). The patient's port had to be de-accessed and re-accessed with a new needle. The only medication in the line was the sterile ns used to prime the needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.